Event description:
It was reported that balloon rupture occurred. The target lesion was located in the diagonal branches of left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon burst. The procedure was completed with a non- bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen. There were numerous kinks on the hypotube. Inspection of the device revealed that there was a longitudinal tear from the proximal marker band to distal end of balloon and tip damage. Inspection of the remainder of the device presented no damage or irregularities. Product analysis did confirm the reported balloon burst as there was a longitudinal tear from the proximal marker band to distal end of balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the diagonal branches of left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon burst. The procedure was completed with a non-bsc device. No patient complications were reported.